Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, noise interference issue was observed on the ventricular lead during different hours of the day without any association of any activity. Patient does not live near work sites or where there is electromagnetic interference. Patient experienced two hundred and twenty nine episodes of noise reversions. Patient did no experience any syncope episodes however does have occasional dizziness episodes. Patient also refers to hearing alarms of the device and the patient is dependent on the ventricular stimulation. Patient had a follow up visit in clinic and no further noise episodes were found due to the noise of the right ventricular lead. No intervention has been performed and physician is awaiting for indications and technical support to determine if programming changes will be made or lead revision will occur. Patient was stable.

Event description:
New information received notes that the device was reprogrammed to solve the issue. During follow-up, few noise episodes were noted. Patient was asymptomatic and will continue to be monitored. Review of session records by abbott's technical services recommended further testing to determine the cause of noise.